Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the tip broke during an extraction surgery after bone fusion. All the debris were removed from the patient."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the visual inspection has shown that the tip of the extractor is broken off, the fragment was not returned for investigation. The lateral view of the fracture shows that the fracture face is oblique, which is an indication for lateral stress when the breakage occurred. The microscopic inspection shows that the fracture face has the typical view of brittle overload fracture with a shear lip on one side. The visible shear lip also indicates that the device was exposed to high lateral forces when it broke. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification . A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The breakage shows typical signs of an overload fracture cased by high torsional and lateral loads. If more information is provided, the case will be reassessed.

Event description:
As reported: "the tip broke during an extraction surgery after bone fusion. All the debris were removed from the patient."